Event description:
The complaint rec'd from the sales representative indicated that the pt had a left anterior descending (lad)/diagonal bifurcation lesion without significant tortuosity or calcium present. The physician wired both the lad and the diagonal prior to inserting the cypher stent. The stent was deployed successfully in the lad without difficulty. After deployment, the stent delivery system rested in the guiding catheter for a time prior to removal. When the physician attempted to remove the stent delivery system from the guide, he struggled and ultimately the shaft broke while still housed in the guide. After pulling out the entire system (guiding catheter, guide wire, and delivery system) the broken shaft was visualized. Post procedure medication included plavix. There was no adverse consequence to the pt.

Manufacturer narrative:
The female pt underwent successful implantation of two cypher stents to bifurcating left anterior descending artery (lad) and diagonal branch lesions. Following deployment of the 2.5 x 18 mm stent, the delivery system was allowed to "rest" in the cordis xb 3.5 guide catheter (gc) for an unspecified time prior to removal and became stuck. The physician struggled to remove the device but the shaft broke into two pieces. As such, the sds, gc and guide wire were removed as a single unit. The procedure was complete and there was no injury to the pt. Indication for the initial evaluation is unknown. The lesion had not been pre-dilated as per the instructions for use. However, there were no difficulties noted during delivery of the device to the non-calcified and non-tortuous lesion. It was suggested that the guide wire may have been wrapped around the system and as the physician exerted pressure, the shaft broke. In conclusion, none of the products have been returned for analysis. The safety and effectiveness of the cypher stent has not been established for use in bifurcating lesions and the procedural factors associated with this use along with user handling appear to have contributed to this event.: